Manufacturer narrative:
The device was received with the cannula assembly deployed. Inspection of the formed needle did not find any issues that would result in infusion site bleeding/bruising or pain during insertion. Two kinks in the exposed cannula were found. Although damage to the cannula was observed, it is unclear when the kinks occurred. No damages that would result in high blood glucose were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 24 to 25 mmol/l (432 to 450 mg/dl) after wearing the pod for 3 hours. It was painful during wear and that there was bleeding noted at the site. Hyperglycemia treated by patient activating new pod.